Event description:
It was reported that during an unspecified procedure, a vessel perforation occurred. The lesion was located in the left renal artery. "Perforated distal to stent placement when they inflated it." A standard balloon catheter was advanced to the lesion and inflated for 30 mins to complete the case. No further pt injuries or complications were reported. Pt status is listed as "fine". Further info has been requested, but has not been rec'd as of date.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.